Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: ((B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device was generating heat and could not secure/drive the k-wire. It was further determined that the device failed pretest for check self-holding force in smallest range and check self-holding force in largest range. It was noted in the service order that post procedure the device was not working, no issues during surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.